Manufacturer narrative:
One page voluntary medwatch report was received from the user facility on july 25, 2008.

Event description:
It was reported that patient underwent hip procedure in 2008. Druing procedure, it was identified that acetabular liner labeled with a hi-wall profile actually contained a 10-degree profile liner. Additional component was available to complete the procedure.